Manufacturer narrative:
The device was not received for evaluation however; photographs of the sample were provided for evaluation. Visual inspection of the pictures observed that the return line was perforated inside the screwed connector. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during priming with a prismaflex st100 set, "the tube came unglued" and an external fluid leak was observed. There was no patient involvement. No additional information is available.